Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032292) on 17-dec-2013. The most recent information was received on 10-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("serious painful conditions/ many painful issue in my life/severe and persistent pelvic pain"), genital haemorrhage ("severe bleeding and clots") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill. Concomitant products included cefixime (flexeril), ibuprofen and rizatriptan benzoate (maxalt). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pain in the abdomen"), back pain ("lower back pain/back pain"), nausea ("nausea"), headache ("headache"), depression ("depression") and somnolence ("sleepy") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), alopecia ("hair thinning"), pyrexia ("fevers"), fatigue ("chronic fatigue"), abdominal distension ("severe bloating"), migraine ("migraines"), rash ("rashes"), mood swings ("mood swings") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (2015)). Essure was removed in 2015. At the time of the report, the pelvic pain, uterine haemorrhage, nausea and abdominal pain lower was resolving and the genital haemorrhage, abdominal pain, back pain, headache, weight increased, depression, somnolence, alopecia, pyrexia, fatigue, abdominal distension, migraine, rash and mood swings outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, pyrexia, rash, somnolence, uterine haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in (B)(4). (B)(4). Medical assessment: the medical events reported are not indicative of a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs received: incident category has been added. Reporter's information, patient demography, medical history, concomitant drugs were added. New events - abnormal uterine bleeding, hair thinning, fevers, chronic fatigue, migraines, severe bloating, rashes, mood swings, abdominal pain lower, device monitoring procedure not performed were added. Severity of event back pain, pelvic pain and migraine updated to severe. Outcome of event abnormal uterine bleeding, nausea, abdominal pain lower updated to recovering/resolving. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.